Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that a xience v stent was being deployed in the right coronary artery (rca). The lesion was pre-dilated with a 4.0 balloon catheter and then the xience v was deployed at 12 atm with good results; however, there was a slight straining at the distal end of the stent. A small intimal tear was noted in the distal rca and was treated by implanting a 4.0 x 15 mm xience v stent. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info. Dissection is a known possible outcome of coronary stenting procedures, and is listed in the device instructions for use as a potential adverse event. In this case, there was no damage noted to the sds prior to use, and no difficulties were experienced deploying the stent implant which could have contributed to the dissection. Thus, although a definite root cause for the dissection and the relationship to the device, if any, cannot be determined, there are no indications of a prod qual issue contributing to the outcome of the procedure.